Event description:
Consumer called to report their meter giving inaccurate readings. Analysis run on clark error grid using mean avg. Reading (254) as ref. Point vs. Bd readings of 409, 99 yielded data points in the c/d zone of the grid, outside of accptable limits.